Manufacturer narrative:
Device eval by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. Inspection of the device revealed that the coil was kinked distal of the handshake connection. The rotawire used in the procedure was not returned for functional testing, so a test rotawire was used for functional testing. The wire was inserted into the annulus and advanced up to the kink; however, the wire won't pass the damaged coil. When the coil is kinked, the damage will not allow the guidewire to be advanced. Product analysis confirmed the reported event, as the coil was kinked, restricting the guidewire to be advanced.

Event description:
It was reported that the procedure was aborted. The patient was given dormicum and was under a conscious sedation. Three 1.25mm rotapro catheters were selected for use. During unpacking, the knob on the advancer was advanced while the protection cover was still around the burr. The rotawire was flushed and advanced inside the rotapro device, however the wire became stuck in the advancer. A new rotawire was selected and attempts were made to advance the rotawire through the two additional rotapro devices; however the same issue occurred. A kink was noted proximal to the copper part inside the burr. The procedure was aborted. The patient was brought back the following day and was treated with a new 1.25mm burr. There were no patient complications.

Event description:
It was reported that the procedure was aborted. The patient was given dormicum and was under a conscious sedation. Three 1.25mm rotapro catheters were selected for use. During unpacking, the knob on the advancer was advanced while the protection cover was still around the burr. The rotawire was flushed and advanced inside the rotapro device, however, the wire became stuck in the advancer. A new rotawire was selected, and attempts were made to advance the rotawire through the two additional rotapro devices; however, the same issue occurred. A kink was noted proximal to the copper part inside the burr. The procedure was aborted. The patient was brought back the following day, and was treated with a new 1.25mm burr. There were no patient complications.